Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under her left breast. It was reported that the patient previously had a surgical procedure and lacks feeling in that area. The patient's skin became open and infected. The patient consulted her physician who perscribed her an antibiotic and a powder. Follow-up indicated that the rash had got better, and that the infection got much better.